Event description:
On (B)(6) 2011, a spontaneous report by a doctor of osteopathic medicine was received from a company rep regarding a pt (age and sex not reported) who received an injection of either restylane (cross-linked hyaluronic acid dermal filler) or restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). On (B)(6) 2011, it was confirmed by the physician that the pt was a (B)(6) female who received an injection of restylane-l. Medical history, skin type, and concomitant medications were not reported. The pt received a 2 ml injection of restylane or restylane-l on (B)(6) 2011 to an unspecified site. Pre-procedure medications and additional procedures performed at the time of implantation were not reported. On an unk date, after the implantation, the pt developed sterile abscesses from restylane or restylane-l. The pt was seen by the physician, who was not the injector, on an unk date and the sterile abscess were drained. On (B)(6) 2011, additional info was received from the physician. The pt was a (B)(6) female. Medical history included herpes, breast augmentation, and previous injection of restylane with no reaction; the pt was otherwise healthy with no allergies. It was unk if the pt had any previous injections of perlane (cross-linked hyaluronic acid dermal filler). The pt's skin type was reported as "blond with blue eyes". Concomitant medications included unspecific birth control pills. The pt received an injection of restylane-l using one, 2 cc syringe on (B)(6) 2011 to the nasolabial folds, lips, and "other" unspecified areas (total amount injected and injection technique used were unk). Pre-procedure medications were unk. Additional procedures performed at the time of implantation included injection of 150 units of dysport (abobotulinumtoxina) to the forehead, glabella, and crow's feet. The physician reported that on (B)(6) 2011, ten days after the injection, the pt saw redness located only at the let nasolabial fold, where most of the product had been injected. On (B)(6) 2011, the pt was seen by the physician, who noted that the area looked infected with swelling and redness at the left nasolabial fold. The physician aspirated the area and pus was withdrawn. A culture was sent out, but no growth was found. The pt was prescribed septa (sulfamethoxazole and trimethoprim) twice daily for 10 days and an unspecified topical antibiotic. On (B)(6) 2011, the pt was seen by the physician again, and another area of redness was noticed adjacent to the first one; pus was "coming out" of the area. Needle aspiration was performed and the aspirate was cultured. The culture was negative at 24 hours; however, the physician noted that another 24 hours were needed to know the final results. A fungal culture was also performed, but 2 weeks of growth was needed before the results could be obtained. The pt was seen by the physician again on (B)(6) 2011. A new area of swelling and redness was noted around the same 2 spots identified previously. The pt also stated that her lips were tingling. The physician palpated her lips and thought that it may be just swelling, but he was unsure and felt like there "was more than restylane" in the upper lip. It was unk if the tingling involved both lips or only the upper lip. The physician prescribed valtrex (valacyclovir hydrochloride) one gram three times daily for 10 days, given the pt's history of herpes, and cipro (ciprofloxacin) 500 mg twice daily for 10 days. On unk dates, the injecting nurse practitioner gave the pt "red light treatments". The pt was seen by the physician again on (B)(6) 2011. The redness and swelling in the other areas had gone down, but the pt had developed another new area of redness and swelling around the left nasolabial fold. The approx size of each unspecified 'area' was 2 cm by 0.5 cm. The physician aspirated the area again, but did not plan to send the culture out until he received the results of the previous culture. As of (B)(6) 2011, all of the events were ongoing. No additional info was provided. The physician's opinion of causality was that the events were related to the treatment. The physician assessed the severity of the events as "moderately severe". The lot number and expiration date for restylane-l were 11189 and (B)(6) 2013, respectively.